Manufacturer narrative:
(B)(4). Full UDI is not availabale as the lot# was not provided by the customer. The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the potential certificate of compliance found that the needle set passed all the release criteria. The instructions for use (IFU) provided with this kit states, "stabilize needle set hub, disconnect ez-io power driver, and remove stylet." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported by "rc", adm. Supervisor amr: "crews have reported that the needle of the ezio will not unscrew from the catheter. This leaves the device inaccessible and is generally not found until it has been inserted. In all three incidents death occurred, but the needles and procedure did not contribute to the patient's deaths." Associated complaints 3011137372-2025-00012 and 3011137372-2025-00014.

Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported by "(B)(6)", adm. Supervisor amr: "crews have reported that the needle of the ezio will not unscrew from the catheter. This leaves the device inaccessible and is generally not found until it has been inserted. In all three incidents death occurred, but the needles and procedure did not contribute to the patient's deaths." Associated complaints: 3011137372-2025-00012 and 3011137372-2025-00014.